Event description:
The customer wife reported via phone call that the customer had a high blood glucose level of 575 mg/dl. Wife states that the educator had come to their home and made adjustments the basil's. After the basil change the high blood glucose began and would not go down even after inserting insulin. The customer was advised to change the infusion set and assisted in performing a rewind and fill tubing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.